Event description:
I have and have had many health issues. Bells palsy twice vertigo fibromyalgia migraines myself and my daughter rn are concerned it's from my breast implants put in (B)(6) 98. I am very concerned about my health and these implants I have. (B)(6) medical corporation (B)(6), could someone please call and advise further information to have these removed. (B)(6). Many ongoing health issues listed on front page; will provide. FDA safety report ID # (B)(4).